Event description:
The patient reported that his lead is broken and he desires explant of the generator and lead. Further follow-up with the patient revealed that the lead broke in 2003 and that his device was programmed off. The patient wants the device removed for comfort. It was previously reported by the physician that the patient manipulated the lead through his skin. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the generator was completed. The device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Event description:
Additional information was received stating that the vns patient was scheduled for surgery to explant his device. The patient underwent surgery on (B)(6) 2014 to explant his generator due to a device malfunction. The lead was not explanted. The explanted generator has been returned to the manufacturer where analysis is currently underway.